Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2018-apr-09. The patient was calling to confirm that the healthcare professional¿s (hcp) office called to request a manufacture representative (rep) to come to the appointment on wednesday to reprogram the device. The device dropped some of its programs beginning a couple of months ago. This event date conflicts with previously reported information. They had to wait to get an appointment with their hcp. Patient services reviewed that the patient should call their hcp to confirm that a rep was requested. The patient stated that they called their hcp office and was told to call patient services to make the rep appointment. Patient services provided the number for the hcp office to call to have a rep requested. The patient called back stated that their hcp would not contact a rep. An email was sent to the local reps to notify them of the appointment on (B)(6) 2018 at 2:45pm for a reprogramming. The rep replied indicating that they would follow up. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that no programs had been dropped, it was changed. The patient was reprogrammed and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had also lost the programming for laying down before (B)(6) of 2017, but she was still using the one for sitting up. There were no patient symptoms or complications reported.